Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer under-corrected (did not request/deliver the proper dosage) after eating a meal and blood glucose level was impacted (250 mg/dl). Customer treated elevated level by delivering an insulin bolus.